Event description:
It was reported that the procedure was to treat an in-stent restenosis in the distal right coronary artery (rca) with moderate calcification and mild tortuosity. The 3.25x8 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance with the anatomy noted. During inflation to 12 atmospheres (atm) the inflation device stopped increasing in pressure. A leak of contrast was noted on cine and a balloon rupture was suspected. Upon removal a leak was noted in the center of the balloon. A new balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.